Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. No further actions were taken.

Event description:
It was reported that a nurse noticed the patient's cassette came back with more than the usual 5 percent overfill and that the pump indicated that the full amount was infused. The amount of medication remaining in the cassette was measured and 20 percent of the medication remained. This event occurred during use on a patient. The customer indicated that this has continued to happen and the remaining drug is measured at 20 percent. Several scenarios have been tried to see what is different. The customer indicated that the crimp that is made in the tubing, under the blue tab, remains very crimped after the blue tab is released. The pump is still pulsing at the same rate, but the fluid does not flow through as before. No patient injury was reported.